Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient reported some burning in their vaginal area and hemorrhoids after their procedure. They also started to retain fluids. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for health concerns. No device issue was reported and no further patient complications have been reported as a result of this event.